Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is completely detached to the tube extension. Additionally, the instrument was found to have a broken grip and pitch cable. The cables were fully broken also the conductor wire was found is broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cables that would occur from improper flushing or rinsing during reprocessing. The instrument failed the electrical continuity test. The complaint regarding a broken tip was confirmed by failure analysis. The probable root cause of broken pitch and grip cables, whether partial or full, are commonly attributed to the dislodged proximal clevis.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the monopolar curved scissors (mcs) instrument exhibited an engagement error, was broke. When we pulled out the instrument from robotic arm, instrument tip was broken and whole instrument shaft was broken. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the customer initially put the 8mm monopolar curved scissors to the robotic arm, the system did not recognize the instrument and displayed an ¿instrument engagement failed¿ error. During troubleshooting, we suspected a possible wire issue. The nurse removed the tip cover from the distal end of the instrument. At that time, scissor tip was also came out with the tip cover as well. After the instrument was removed from the robotic arm and taken out of the sterile field, the shaft completely separated on its own from the proximal portion of the instrument. To confirm your question: no there was any missing parts which enters the patient anatomy or inside the patient. When they removed the instrument, monopolar curved scissors' tip was broken outside the patient when they try to find what was wrong, nothing caused any harm or possible damage to patient.